Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer was self-treated. The customer was not sure if insulin pump was in auto mode or not. Customer was not hospitalized. Customer reported that they had to treat with injections outside of the insulin pump algorithm, otherwise the blood glucose level will go in the range of 300 mg/dl to 400 mg/dl. The insulin pump will not be returned for analysis.